Event description:
It was reported that there was sensing integrity warning on carelink transmission. It was also reported that only location the information can be viewed is under the observations or battery lead status and under sensing integrity counter, and no information on short v-v warning can be viewed. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the device had sensing difficulties and the right atrial lead was oversensing and inhibiting pacing. The entire system was explanted in order to implant a new endocardial system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.